Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jul-2016, an fse visited the customer facilities and after inspecting the instrument he found a cup stuck in the main incubator. Fse then removed the cup, cleaned the incubator, and checked the adjustments. No adjustments were required. As verification, the fse ran the macro cup transfer test which passed with no errors. No further actions were required by field service. The most probable cause of the reported event was a cup in the incubator.

Event description:
On (B)(6) 2016, a customer reported obtaining error 4407: incubator rotation motor home overrun and error 4401: incubator home not found on their aia-2000 analyzer. The customer was unable to run prog, fsh, and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prog, fsh, and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.